Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional concerning patient with implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that MRI compatibility guidelines were requested. The patient presented with a fever and they were scanning to evaluate the wound from the ins implant for infection. They were also scanning the knee. No further information was provided. No further complications were reported.